Event description:
It has been reported the fr3 voice guidance is difficult to understand, inaudible due to speaker noise.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2023-00349. Device investigation is pending the return of the device. Device investigation will take place on (B)(4).